Manufacturer narrative:
Approximate age of device: 6 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that on (B)(6) 2018 a percutaneous lead replacement was performed due to a damage on internal portion of the wire. The submitted log file, contained data from 24may2018 to 11jul2018. The submitted log file was reviewed by the manufacturer¿s technical service representative and it was observed that several drive line fault alarm flags were recorded during this time. Additional information provided on (B)(6) 2018 stated that the customer requested the use of two ungrounded patient cables as a precaution. The patient remains on lvad support. No further information was provided.

Manufacturer narrative:
Section b5: correction to description. Manufacturer's investigation conclusion: the external portion of the percutaneous lead was evaluated. The report of damage to the yellow wire of the percutaneous lead was confirmed. The evaluation of the submitted log file appeared to show the pump functioning as intended. There were 11 driveline fault alarms throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended and the patient was asymptomatic. Examination of the percutaneous lead did not find any device related issues. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on vad support with no further issues reported. The hm ii lvas IFU contains information on caring for the percutaneous lead and addresses damage due to wear and fatigue of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was reported that device interrogation revealed driveline fault alarms. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported alarms. In response to the driveline fault alarms, an external distal percutaneous lead (driveline) replacement was performed on (B)(6) 2018. During the replacement, a segment of the yellow wire slid out of the driveline from the within the exit site. The length of the wire extended beyond the exit site toward the pump. The customer was made aware that the fracture still exists internally. The patient was provided two ungrounded power module patient cables as a precaution. No additional information was provided.